Event description:
It was reported that during a procedure, the metal piece of device broke off inside the patient, the pieces were removed. Is unknown if a backup device was available. No delay nor patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the left bottom electrode has been detached with jagged edges. The remaining electrodes and screen show minimal electrode wear with dried tissue and discoloration. There are scuff marks present on the black shrink tube. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and plasma was created as intended. The suction line was tested and performed as intended. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the metal piece of device broke off. Is unknown if a backup device was available. No delay nor patient injuries were reported.